Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with a cystoscopy due to sui. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, infection, bowel problems, bleeding and other unspecified issues. On (B)(6) 2011 the patient underwent a laparoscopic bso, excision of vaginal mesh and partial hysterectomy due to llq pain and exposed right vaginal wall mesh.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/14/2016.